Event description:
According to the information received, the defect measured 3.2 x 3.6 by echo and 4.2 by angiogram. Fluoroscopy and tee were used to deploy a 4mm amplatzer muscular vsd occluder; however, thirteen minutes post release, the device prolapsed through the defect and became entrapped in the right ventricle trabeculae. The device was percutaneously retrieved using a 10mm snare and the vsd was successfully closed using a 6mm amplatzer muscular vsd occluder. The patient recovered in the picu following both asd and vsd device closure. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this baby appeared to have coarctation of the aorta by angiography, and a large asd and mid-muscular vsd. He underwent cardiac catheterization for device closure of the vsd and asd. The muscvsd embolized a few minutes after placement, into the right ventricle. The device was successfully retrieved percutaneously and a larger device was placed without difficulty. The asd was closed during the same procedure with excellent results. The tee clearly demonstrated a mid-muscular vsd in the anterior-superior and superior-inferior axis. The defect was not perpendicular to the septum, but rather oblique with the opening in the left ventricle (superior-inferior axis) which was higher up than the opening in the right ventricle. The approach used to close the vsd was femoral venous and the measurements of the defect were obtained in systole and not in ventricular diastole. The angiograms revealed that the device position was stable before release but after release, its orientation changed completely and the discs did not appear to stride the septum. It appeared that both discs sat in the ventricular septum. The tee showed good device orientation before device release. After release of the device, the left disc slid into the defect and finally embolized in the right ventricle. A larger 6mm muscvsd was deployed successfully with the discs astride the muscular ventricular septum. According to aga's medical consultant, based on the images provided, the device embolized because of the oblique orientation of the defect. The orientation of the defect precluded the device from getting pulled into the defect before it was released. Additionally, mild under-sizing of the device was performed.

Manufacturer narrative:
The amplatzer muscular vsd occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.